Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory and completed the device evaluation. Visual inspection of the mcs tip cover accessory found that the product had gouges near the mouth on the distal end and in the gray silicone area. The gouges measured roughly from 0.072¿ to 0.142¿ in length. The mcs tip cover accessory was warped from regular usage (wear and tear), however, there are no signs of charring or other thermal damage present at any of the gouges. One of the gouges has a piece missing measuring approximately 0.109" x 0.339" in length. The root cause of gouged mcs tip cover accessory is attributed to mishandling/misuse. This complaint is being reported based on the following conclusion: the mcs tip cover accessory was found to be damaged, with gouges extending into the gray silicone area. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using an energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.

Event description:
The monopolar curved scissors (mcs) tip cover accessory was returned to intuitive surgical, inc. (Isi) with no allegation of any product issue. Multiple follow-up attempts have been made to obtain information as to why the product was returned. However, no further information has been received as of the date of this report.